Event description:
The customer reported that the sample barcode scanner on the ortho provue analyzer did not read sample tube barcodes correctly.

Manufacturer narrative:
The customer reported that the sample barcode scanner on the ortho provue analyzer did not read sample tube barcodes correctly. The customer identified the issue, preventing erroneous results from being reported. The ocd filed engineer arrived on site and performed repairs returning the instrument to its expected operation. The correct reading of a barcode label links the sample ID to the test results. A false result can occur if a result is linked to the incorrect sample ID. If this incident were to recur undetected, erroneous results may have been reported. Instrument malfunction could not be ruled out as a contributing factor to this event. Incident is reportable.